Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The beep long, beep medium, beep short, and vibrate alarm alert types are working properly. No audio or beep anomaly noted during testing. No cosmetic damage noted during physical inspection. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 547 mg/dl. Customer's blood glucose at time of call was 600 mg/dl. After troubleshooting, customer was advised that a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.